Event description:
The customer initially reported an au680 clinical chemistry analyzer was generating erratic gentamicin quality control (qc) results. Several days later and during which time gentamicin qc results remained erratic, the customer reported the cap on the detergent was broken and requested service. After the instrument was serviced, the customer retested samples back to the first day gentamicin qc results were erratic. It was found that incorrect gentamicin patient results had been generated and reported out of the laboratory; the results were corrected. There were no reports of change in treatment for any of the patients. This MDR reports the incorrect gentamicin results generated on (B)(6) 2014 for three patients; the customer stated that no other chemistries were investigated because only gentamicin demonstrated erratic qc results.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The connector securing the take-up tube inside the concentrate detergent bottle became loose and allowed the tube to fall off inside the bottle. As a result, inadequate concentrate detergent was pumped into the dilution tank and dilute detergent concentration become too low for effective cleaning of the cuvettes. The fse replaced the connector and secured the take up tube inside the bottle to restore the instrument to specification. Associated MDR: 9612296-2014-00111.